Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 403 mg/dl. Pump system check was performed with tandem technical support and blockage was found to be within the cartridge. Customer loaded another cartridge and insulin delivery was resumed.